Event description:
It was reported that arteriotomy closure of the right common femoral artery (rcfa) was attempted, using a starclose se device, after a percutaneous transluminal coronary angioplasty procedure. Reportedly, after firing the clip, it was impossible to remove the device. The operator utilized unsuccessfully the access ports and retracted the thumb advancer; however, it was impossible to remove the device even after using reasonable force. A doppler ultrasound examination was performed, the physician discussed with his team sending the patient to surgery but decided not to and instead to cut the flex-guide. The procedure was completed by leaving the distal part of the device (the flex-guide with the locator wings) anchored within the clip and manual arterial compression was applied to achieve hemostasis. A clinically significant delay in procedure was reported. Antibiotics were given to the patient due to this event. The rcfa and access site were moderate to severely calcified. The patient's hospitalization was prolonged due to this event. A second doppler scan was performed on (B)(6) 2011, and it was observed that the blood flow was normal and the physician decided that no intervention would be performed; the distal starclose se piece was left in the patient. The patient was discharged from the hospital. The physician is reportedly trained in the use of the starclose se device. A femoral angiogram was not taken prior to the index procedure. The patient was reported to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use (the starclose se should not be deployed in areas of calcified plaque). Failure to follow steps (femoral angiogram not taken prior to the procedure). The safety and effectiveness of the starclose se device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review will not be performed. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Difficulty in removing the device can be affected by numerous factors including, but not limited to: manufacturing, user technique and, patient anatomical conditions, each were considered. Reportedly, the patient has a history of prior arteriotomy in the target groin (4 procedures performed through this groin); history of prior device closure (angioseal) in the target groin; history of peripheral vascular disease; and occlusion of the superficial femoral artery (sfa). Furthermore, the right common femoral artery (rcfa) and access site were calcified, the calcification degree was reported as moderate to severe. This could have contributed to the difficult removal, but it could not be confirmed. Additionally, it was reported that an angiogram was not taken. The instructions for use (IFU) directs the user to perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Furthermore, the IFU states: do not deploy the clip in areas of calcified plaque. It is possible that taking an angiogram would have revealed relevant patient anatomical conditions. The operator, reportedly, did utilize the access ports and retracted the thumb advancer to facilitate device removal, which is consistent with training, although the device could still not be removed. The product was not returned for analysis, which may have assisted in the investigation. However, it is likely that patient anatomical conditions and the user deviating from the IFU (not taking an angiogram and using the device in a calcified vessel) played a role in the difficulty in removing the device from the patient. A single spot image was provided for review. The anatomy shown is the right femoral head as well as associated boney structures. There is a radiographic density visible and seems to be located approximately 1-2 cm below the inferior aspect of the femoral head. This object is approximately 3-4 cm long. The density is lower than where percutaneous access is normally attempted. Without a femoral observed in the x-ray image angiogram it is difficult to accurately identify. Normal anatomy would suggest it be the area of the bifurcation of the cfa and the sfa where normal vessel diameter is estimated to be 4-6 mm. This diameter is below or at the low end of the deployment range. The density might correspond with the portion of the starclose se device that was reportedly left in the patient. Without retrieval and inspection of this object it is impossible to determine the exact device structure and if there was any manufacturing issue. A review of the lot history record and a query of the complaint handling database were not performed because the device lot number was not reported and the device was not returned for evaluation. Based on the available information and device manufacturing inspection criteria, there does not appear to be an indication of a product quality deficiency. To help ensure all products perform according to specifications they are subject to inspection during manufacturing. In addition, samples of devices are destructively tested to assure the functionality of devices prior to release.